Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with test belt) was confirmed. As received, the monitor failed incoming functionality testing. Upon eval, there were broken wires on the belt receptacle assembly. The cause of the test failure is the broken wires. The root cause of the broken wires cannot be positively identified. No adverse event resulted from the damaged receptacle.

Event description:
A us distributor returned monitor sn (B)(4) indicating that the monitor was unable to communicate with a test belt.